Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient is experiencing pain post hip implantation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.